Manufacturer narrative:
Results of investigation: vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event was due to faulty blender assembly. After replacing the blender assembly, the issue was resolved. The fsr calibrated and verified the device and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays low inlet pressure alarms. The issue occurred during patient-use, the customer reported placing the patient on a backup ventilator. The customer reported there is no patient consequence associated with the event.